Event description:
It was reported that during implant attempt, there was no capture. The device was not used and a second device was attempted. Again there was no capture. The physician increased the output and the device was able to capture. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.